Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing batch record review could not be performed as a lot number could not be obtained. No information regarding technique, storage, or handling was provided; the customer declined to troubleshoot. A probable root cause could not be determined due to insufficient information. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Results pending the investigation completion.

Event description:
It was reported that an hcg dipstick urine test was confirmed a false negative result x1. There was no adverse patient outcome. Although requested no other information is available. An attempt at troubleshooting occurred, discussion about the event and possible causes such as technique, storage, and handling per package insert but the customer declined to troubleshoot.